Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, liner exchange due to instability. Revised from 10mm to 12mm liner. (B)(4).